Event description:
Patient had an obstructive sleep apnea device implanted in (B)(6) 2020 after suffering a stroke. Patient used the device for 1 year before having issues. The device is placed under the tongue. According to the patient the device functions intermittently, continuous gagging and choking occurs during the night due to the device. Patient states that this device had a recall last year (2023) but can't verify his lot number.